Manufacturer narrative:
The actual product involved with the incident reported is not available at this time. No inventory available for the finished good lot number reported or finished good product manufactured with the same blade component lot used to manufacture the lot reported. Method - the actual device is not available at this time. A biohazard kit was sent to customer for the return of the device. Results/conclusion - the actual device is not available at this time. Per an electric communication from customer, it was not possible to identify the specific lot. However, four suspects lots were provided; m655620, m655630, m655640, and m655650. Relevant portions of the device history records were reviewed. Finished good products were received into inventor without quality issues. The product from these finished good lots and all the components met surgical specialities puerto rico inc. Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported nor product manufactured with the same blade component lot.

Event description:
"The blade broke during use. Patient was not harmed." (B)(4).